Event description:
A report was received that the patient was experiencing pocket pain, swelling, redness at the ipg site, a fever, numbness in her leg and occasionally felt a jolt. The physician stated that there was significant swelling but not enough to make him believe that the patient has an infection. The patient was prescribed a steroid pack for the swelling. The physician will continue to monitor the patient.

Event description:
A report was received that the patient was experiencing pocket pain, swelling, redness at the ipg site, a fever, numbness in her leg and occasionally felt a jolt. The physician stated that there was significant swelling but not enough to make him believe that the patient has an infection. The patient was prescribed a steroid pack for the swelling. The physician will continue to monitor the patient.

Event description:
A report was received that the patient was experiencing pocket pain, swelling, redness at the ipg site, a fever, numbness in her leg and occasionally felt a jolt. The physician stated that there was significant swelling but not enough to make him believe that the patient has an infection. The patient was prescribed a steroid pack for the swelling. The physician will continue to monitor the patient.

Manufacturer narrative:
Additional information was received that patient's symptoms (weakness and numbness) were part of the patient's pre-existing medical condition. The symptoms persisted after being implanted and the physician will adjust patient's current medication to help relieve the symptoms. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the reported pocket pain was thought to be caused by ipg migration: however, a CT scan did not reveal anything. The physician will take no further action. The jolting sensation the patient was experiencing was determined to be part of the patient's pre-existing condition and was resolved with reprogramming.